Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer's blood glucose (bg) level was recorded as high and ketones were present. Customer changed cartridge and infusion set to clear the blockage. The next day ketones were still present, and customer went to the emergency room (ER). Healthcare provider identified ketones as dangerous. Customer was treated with intravenous insulin and saline. Elevated bg/ketones resolved. The customer was discharged from the ER on (B)(6) 2026 with no injury. Customer declined technical support's offer to perform a pump system check. No further assistance was required.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.